Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen has been intermittently unresponsive. The customer's blood glucose level was not impacted. It was reported that the customer has to hit the number "1" multiple times. Troubleshooting with tandem technical support was performed. It was indicated that the customer would continue to use the pump until the replacement arrives and has manual injections available as alternate insulin therapy.